Manufacturer narrative:
Blocks a2, b5 and b7 have been updated based on the additional information provided on january 3, 2024. Block h11: correction to block d7a. Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2021, was chosen as the best estimate based on the implant date. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: imdrf patient code e1301 captures the reportable event of rectal and vaginal prolapse. Imdrf patient code e2330 captures the reportable event of back pain and chronic pelvic pain. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf patient code e2015 captures the reportable event of urethral atrophy. Imdrf patient code e1007 captures the reportable event of chronic constipation. Imdrf patient code e1301 captures the reportable event of dysuria. Imdrf impact code f2303 captures the reportable event of additional medical treatment and procedures. Imdrf impact code f1903 captures the reportable event of removal of the pelvic mesh product.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a robotic-assisted laparoscopic sacrocolpopexy, cystoscopy, obtryx transobturator urethral sling, and posterior repair procedure performed on (B)(6) 2021. As a result of the implantation of the pelvic mesh, the patient suffered the injuries such as rectal and vaginal prolapse, back pain, abdominal pain, urethral atrophy, chronic pelvic pain, chronic constipation, and dysuria. Additionally, the patient underwent additional medical treatment and procedures, including repair and pelvic mesh removal.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of april 14, 2021, was chosen as the best estimate based on the implant date. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: imdrf patient code e1301 captures the reportable event of rectal and vaginal prolapse. Imdrf patient code e2330 captures the reportable event of back pain and chronic pelvic pain. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf patient code e2015 captures the reportable event of urethral atrophy. Imdrf patient code e1007 captures the reportable event of chronic constipation. Imdrf patient code e1301 captures the reportable event of dysuria . Imdrf impact code f2303 captures the reportable event of additional medical treatment and procedures. Imdrf impact code f1903 captures the reportable event of removal of the pelvic mesh product.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted during a procedure performed on (B)(6) 2021. As a result of the implantation of the pelvic mesh, the patient suffered the injuries such as rectal and vaginal prolapse, back pain, abdominal pain, urethral atrophy, chronic pelvic pain, chronic constipation, and dysuria. Additionally, the patient underwent additional medical treatment and procedures, including repair and pelvic mesh removal.